Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to the lack of a sample. Based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the supply bag fell and disconnected. The hp's wife states that the 3 liter bag became dislodged and fell off the table. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during dwell 4 of 4. The home patient (hp) was still connected and the supply bag was empty. There was solution in the heater bag. The baxter technical service representative (tsr) asked if any bag had become undone. The hp stated "no". The tsr explained the alarm and helped the hp clear the alarm by turning hc off and on. Se 2367 occurred. The tsr had the hp turn the hc off and on and press back to "press go to start". The hp will finish therapy with manual bag. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the home patient's (hp) wife on (B)(6) 2011 regarding the reported event of system error 2240. The hp's wife states that the 3000 liter bag became dislodged and fell off the table. The hp had 1 cycle left to complete. He finished with manuals. As far as the wife knows she did not contact the peritoneal dialysis nurse and she doesn't think her husband did either. She did state that his blood pressure and dry weight were fine. There was no patient injury or medical intervention associated with this even. The hp has not encountered any problems since this incident and he is doing well with his therapy.